Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, post manta deployment following a tavr procedure, the patient's vitals dropped and was re-admitted to surgery for a side branch bleed repair. During the repair, the manta was moved around, and the surgeon decided to explant the device. The patient required 2 units of blood. The bleeding was from a side branch and not from the femoral artery access area where manta was seated. Therefore, the bleed is not related to manta and no further investigation is required.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient went to surgery because vitals dropped. Tavr coordinator reported that there was a side branch bleed and patient required two pints of blood, branch had to be repaired. Because they had moved manta around during surgery, the decision was made to remove the manta device.